Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2016, and during the surgery, the health care provider (hcp) found the lead to be broken. The lead was replaced and the surgery was completed. It was also noted that the cause and what troubleshooting was performed related to the event were unknown. It was also noted that the serial/lot number of the device was also unknown. There was no known impact or consequence to the patient. No further complications were reported/anticipated.